Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to connect with an electrode belt. The cause for the failure was isolated to a bent guide pin on the monitor's electrode belt cable receptacle. The root cause for the bent pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connector and that the patient's monitor case was damaged.